Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing and simulated use testing were performed, both passing successfully with no issues noted. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set's line ruptured while connected to an unknown pump. This occurred during infusion. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.